Event description:
A (B)(6) male pt called in to zoll lifecor customer support with general battery questions. Customer support reviewed the pt's download and noticed several battery charger faults. The pt was provided a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was a defective component (q1). Q1 is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective component. The pt rec'd a replacement battery charger.